Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a static fill estimate despite insulin delivery occurring. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the cause of the issue, explaining that the discrepancy was due to a large variance in measured pressures. Once the insulin in the cartridge equaled the static number displayed, the estimate would begin counting down normally. The caller understood and acknowledged the explanation.